Event description:
Clinical notification received for revision to address stress reaction. Date of implantation: (B)(6) 2003. Date of revision: (B)(6) 2021. (Right knee) treatment: revision of the tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical records received indicating that a clinic visit (B)(6) 2021: patient presents with right knee pain, swelling, warmth, and crepitus after several falls 20 years status post bilateral knee implantation. Radiographic images identify an anteriorly distracted tibial insert and an area of asymptomatic tibial osteolysis. Plan is made to revise the insert, as the tibial and femoral components are well-fixed and intact. Dor: (B)(6) 2021: patient received a right knee insert revision to treat pain and limited range of motion secondary to displacement of the tibial insert. Upon entering the joint, the surgeon identified black stained synovium and performed a complete synovectomy. The insert was displaced anteriorly. The surgeon notes there was no wear or problems with the locking mechanism on the tray. The tray was well-fixed and retained. The issue was resolved by replacing the old insert with a new insert that was one size larger. The insert snapped into position and a rom check confirmed it was not displaceable. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b1 (is product problem), b5 and h6 (device code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical codes). H6 clinical symptoms code: appropriate term/code not available (e2402) used to capture joint crepitation (musculoskeletal system) (e16).